Event description:
Additional information received on 20nov2019 reported that on (B)(6)2019 the patient presented with major infection. Blood cultures showed no growth. A CT of chest , abdomen and pelvis showed no evidence of infectious disease. A transthoracic echocardiogram (tte) revealed no evidence of infection. Gallium scan on (B)(6)2019 was negative for infection. Long term keflex stopped during testing and restarted after sepsis resolved and will continue indefinitely. Prophylactic antibiotics was started. Treatments included hospitalization and changes to medication. The event reported to have resolved on (B)(6)2019. It was also reported that on (B)(6)2019 the patient had a major bleeding event in which there were no reported active bleeding. The patient was transfused with 4 units of packed red blood cells (prbc) for anemia and low flow. The patient had epistaxis that required cauterization from ear, nose and throat (ent) and subconjunctival hemorrhage. Treatments included hospitalization, blood transfusion and changes to medication. The event reported to have resolved on (B)(6)2019.

Manufacturer narrative:
No further information was provided.

Manufacturer narrative:
Section b5: the readmission on (B)(6) 2019 due to the gi bleeding and infection is captured under MFR# 2916596-2019-02339. This report is only for the admission on (B)(6) 2019 for infection and bleeding. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until the patient expired on (B)(6) 2019 which is captured under MFR# 2916596-2019-02339. The heartmate 3 lvas IFU lists bleeding, infection, and sepsis as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Description of event or problem & evaluation codes: additional information.

Event description:
Additional information: the patient was admitted on (B)(6)2019 also for a high international normalized ration (inr). At this time keflex was held, as was coumadin. The patient was transfused 4 units of packed red blood cells to maintain hemoglobin levels. It was also reported that the patient had a nose bleed, a small bleed on the left eye and a possible slow gi bleed that could not be found with diagnostics or testing. The patient¿s warfarin was held for few days until the inr came down. The patient would be on protonix twice a day indefinitely and would remain on keflex indefinitely to help prevent future infection.

Manufacturer narrative:
Approximate age of device- 1 year and 6 months. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room with complaints of feeling anemic, weak and fatigue. Upon admission the patient¿s white blood count (wbc) was 15 and hemoglobin 8 g/dl (hgb). The patient was given a dose of empiric antibiotics and transfused with 2 units of red blood cells on (B)(6) 2019 and (B)(6) 2019. Transplant ID was consulted and recommended repeat gallium scan which was done on (B)(6) 2019 and results were negative. The patient was started on vancomycin and cefepime from (B)(6) 2019. On (B)(6) 2019 the patient was started on suppressive therapy with keflex 500mg. The patient was reported to have klebsiella pneumonia/ bacteremia and klebsiella lvad outflow tract infection. The patient was discharged to home on 23apr2019. No additional information was provided.

Event description:
Additional information reported that on 13may2019, the patient¿s hemoglobin (hgb) dropped to 7.8 g/dl due to recurrent gastrointestinal bleeding (gi). The patient was transfused with 2 units of packed red blood cells (prbc). The patient was reported to have melanotic stools and decreased hgb and warfarin was put on hold for now.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.